Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned. There was no photo for review. A device history record investigation shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved on this complaint. If the sample becomes available at a later date, this report will updated with the evaluation results.

Event description:
Customer complaint alleges that the device "is not turning the liquid into mist." The alleged defect was detected during use. It was reported there was no injury or consequence to the patient.